Event description:
Related manufacturer report number: 2017865-2022-39817 it was reported, noise resulting in oversensing was noted on the right ventricular (rv) and right atrial (ra) leads. Lead damage was suspected. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.